Event description:
It was reported that the customer was hospitalized. The reason for hospitalization was not reported. Troubleshooting was performed, and the insulin pump passed the high pressure test. It was also reported that the customer had bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.